Manufacturer narrative:
(B)(4).

Event description:
It was reported the next day following implantation, the atrial was not capturing. When the lead was evaluated, the lead was found dislodged. The lead required lead revision on the same day. The patient visited the emergency room a couple of weeks later. The lead was explanted and replaced due to an unrelated complaint. The patient was discharged to the nursing home a week after the procedure.

Event description:
(B)(6)..